Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 3 fr powerpicc sv was returned for evaluation. An initial visual observation of the photograph showed use residue on and within the sample. The catheter appeared to have been trimmed near the 40 cm depth marker. No obvious splits, cracks, or holes could be seen on or within the sample in the returned photograph; therefore, the complaint of a leak could not be confirmed and is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a PICC catheter was removed by device failure. The extension tube has detached from the head of the PICC and there was abundant leakage of the nutrition solution. The catheter was removed. Additional information received on june 9: "description of the non-conformity: patient with a long hospital stay, requesting parenteral nutrition as the main medical management, who on may 21 was installed a power PICC by interventional radiology; in the early morning of today there is evidence of a large parenteral nutrition leak. When the device is reviewed in detail, detachment vs. Fracture of the device is observed in the distal area of the head; no damage correction options, so there is a need to remove the device. Analysis of the technical director: it is considered a critical defect since it can cause harm to the patient, so the measure is to remove the device for patient safety."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv3956 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a PICC catheter was removed by device failure. The extension tube has detached from the head of the PICC and there was abundant leakage of the nutrition solution. The catheter was removed. Additional information received on june 9: "description of the non-conformity: patient with a long hospital stay, requesting parenteral nutrition as the main medical management, who on may 21 was installed a power PICC by interventional radiology; in the early morning of today there is evidence of a large parenteral nutrition leak. When the device is reviewed in detail, detachment vs. Fracture of the device is observed in the distal area of the head; no damage correction options, so there is a need to remove the device. Analysis of the technical director: it is considered a critical defect since it can cause harm to the patient, so the measure is to remove the device for patient safety."